Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that in the patient's room (B)(6) 2016, the catheter was inserted in the patient's internal jugular vein. (B)(6) the user found that the connecter was detached from the lumen and solution leaking from the catheter was confirmed. The user stated he/she used this catheter as usual, not in a way that would have caused the separation. At this time, there is no additional information available. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report that one of the luer hubs separated from the catheter was confirmed. The customer returned one used 2-lumen, 7 fr x 30 cm catheter with the proximal luer hub detached. Microscopic evaluation revealed the proximal extension line had a jagged edge and a piece of the extension line extrusion was observed inside the separated luer hub. A manual tug test determined that the distal luer hub was firmly attached to the extension line. The outside diameter of the distal extension line was measured at 2.18 mm; the inside diameter measured 1.47 mm (.058") both the outer diameter and inner diameter were in specification according to the extrusion drawing (od at 2.13/2.21 mm and the ID at 1.42/1.50 mm). A device history record review was performed on the catheter and did not reveal any manufacturing related issues. Based on the appearance of the extension lines and hub, it was determined that the luer hub separation was the result of excessive force placed on the extension line causing it to tear. Therefore, operational context caused or contributed to this event. No further action will be taken.